Event description:
At 1 year 9 months after the primary, the patient came in reporting pain due to a loose stem and suspected impingement. The surgeon revised the stem (quadra-h to quadra r), head, and liner.

Manufacturer narrative:
Batch review performed on 15 march 2022. Lot 1906324: (B)(4) items manufactured and released on 17-oct-2019. Expiration date: 2024-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: less than 2 years after primary cementless tha in a rather young man, the stem is painful and loose and needs replacing. The radiographs show a loose stem and a cup that could have been placed more medial: the actual position may cause impingement between stem and cup or between cup and soft tissues, inducing undue stresses on the stem. This could be the main cause for stem loosening, but of course the information at hand is not sufficient to draw a firm conclusion. We see no reason to suspect a faulty device.